Manufacturer narrative:
Occupation: non-healthcare professional. Investigation evaluation: our evaluation of the product said to be involved confirmed the report. The rotating handle has broken off of the central bar and the head of the connecting screw is missing. The supplier conducted a full evaluation. In addition to the broken rotating handle, the middle of the central bar appears worn. The central bar rotates counter-clockwise as intended. The racket mechanism is intact and functions as intended, preventing central bar rotation in the clockwise direction. The pin that prevents rotation of the screw connecting the central bar to the handle is damaged. Signs of wear were found on the central bar near the broken joint. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Prior to distribution, all soehendra lithotriptor handles are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a stone removal procedure, the physician used a cook soehendra lithotriptor handle. The user found out that the handle was broken during lithotripsy. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.